Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received button error alarm. The customer's blood glucose level at the time of incident was 465mg/dl. The customer states the pump was exposed to sweat. The customer treated the highs with pump. The customer states there was fluid under the lcd display. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The pump gave a button error alarm and had no button response due to corroded keypad traces. No moisture damage on the electronics or motor were noted. The pump passed the idle current test. Unable to perform run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, no delivery, or displacement tests due to the button keypad anomaly. The pump was received with minor scratches on the display window, cracked battery tube threads, and a cracked reservoir tube lip.